Event description:
The hospital reported an error that results in a loss of mechanical ventilation during a case. The patient was switched to manual ventilation, unit replaced, and case resumed. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The bellows was replaced to resolve the issue. A: patient information could not be obtained due to country privacy laws. E1: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. D4 unique identifier: (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718. A: patient information could not be obtained due to country privacy laws. E1: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. D4 unique identifier: (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.